Manufacturer narrative:
Product complaint # (B)(4). Additional event information received on 08-sep-2024 indicated that there was no resistance felt prior to the galaxy becoming unraveled. No other coils had been advanced through the same microcatheter. There was no clinical significance to the procedural delay. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section d2b ¿ procode: krd/hcg . The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30737329 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Coil unraveling is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. Coil unraveled can occur during procedure handling where force may have been inadvertently applied. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization of a ruptured aneurysm, a galaxy g3 4mm x 12cm coil (gly120412, 30737329) was inserted into an unspecified microcatheter (mc) and became unraveled. The galaxy g3 coil was removed from the microcatheter. Resistance was felt at the hub during insertion. Unraveled was found prior to insertion into the patient¿s body. There was no impact to the patient. A continuous flush was done. The lesion was unknown.